Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. The detected episodes aborted prior to delivering a shock. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg implantable cardioverter defibrillator (ICD) (B)(6) 2007; 5076 implantable pacing lead (B)(6) 2002. (B)(4).